Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed. The recipient is using the device and will be managed by facility protocols. No further treatment details will be provided. This is the final report.

Event description:
The recipient is reportedly experiencing redness, irritation and tenderness at the incision site. The recipient was prescribed 500mg keflex taken every 6 hours.